Event description:
It was reported that the high impedance (>10000 ohms) was observed during interrogation of the generator. Xray images were provided. Based on the images provided, the cause of the high impedance cannot be determined. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. No known surgery has occurred to date. No additional relevant information has been received.